Manufacturer narrative:
(B)(4). The customer¿s report of a set separation was confirmed. Visual inspection noted the set was separated at the engagement between the upper fitment and silicone segment. Further visual inspection of the separated silicone segment end noted the retainer ring indentation. There were no other anomalies. No functional testing was performed on the set due to the obvious damage. The root cause of the customer¿s report of a set separation was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a separation of an IV tubing during an infusion of an unspecified medication or fluid that occured while transporting the patient. There is no report of patient harm; additional details are not available at this time.